Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign matter in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified. Since it was unknown if the user conducted reprocessing in accordance with the instructions for use (IFU), it was not possible to further specify the cause of the foreign material that remained in the device. The event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): the IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.